Manufacturer narrative:
Additional information is provided in sections b.5, h.6, h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the event occurred during surgery and the surgery was completed on the same day with alternative machine and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that while using an ophthalmic system vacuum was poor or none. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.